Event description:
The contact at the hospital reported that during embolization of a posterior communicating artery aneurysm, the orbit coil (637hf0208/16035935) stretched when repositioning in the aneurysm. Entanglement with previously placed coils is listed as a possible cause of the event. There was also resistance when withdrawing the coil through the mid shaft of the microcatheter. The coil was removed from the patient although it is unclear whether the microcatheter was removed with the coil. Other coils went through the same microcatheter without resistance. There was no significant clinical delay to the procedure as a result of the issue. Nothing unusual was noted with the system prior to use. It is unknown how the procedure was continued but it was completed without additional injury. An excelsior sl10 microcatheter was used in the procedure. The coil was still attached to the delivery system after it was removed. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. At initial contact the products were available for return.

Manufacturer narrative:
A non-sterile orbit helical fill 2x8 was received coiled inside of a coil dispenser inside of plastic pouch. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. Part of the support coil was found outside of the introducer from the proximal end. No damages were noted on the gripper while the embolic coil was found separated of the device and it was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed because part of the support coil was found outside of the introducer from the proximal end. A review of the manufacturing documentation associated with lot 16035935 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that there was resistance/friction when withdrawing the coil could not be evaluated because part of the support coil was found outside of the introducer from the proximal end. The failures reported by the customer that the coil was stretched and entangled were confirmed. The entanglement and stretched conditions on the embolic coil were apparently caused by applying excessive force on the device but this cannot be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures from leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.